Manufacturer narrative:
The product is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was carotid artery. There was heavy calcification, vessel tortuosity and the rate of stenosis were unk. During the procedure, the guidewire of angioguard xp (703014mc, 70209517, complaint product) was inserted into the guiding catheter (shuttle sheath, cook). However, the floppy tip became unraveled inside the catheter and could not maintain its shape anymore. Another product (details unk) was used and the procedure was completed without any other problem. There was no adverse consequence to the pt.